Event description:
It was reported that the patient was implanted with a mitroflow lxa19 on (B)(6) 2012. She had been recently admitted to hospital for heart failure. She was having significant dyspnea at the time. Underwent evaluation and found significant stenosis of her left subclavian artery which was ultimately successfully stented. She had bioprosthetic valve dysfunction. Her recent echocardiogram revealed a gradient of 4 m/sec across the bioprosthetic valve and despite correction of subclavian stenosis she still had significant dyspnea with minimal exertion. On (B)(6) 2017 the mitroflow was explanted and a 21 mm solo smart stentless bioprosthetic valve and a patch aortoplasty were implanted. The explant valve is not available for return per policy of explanting facility.

Manufacturer narrative:
The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa19, s/n # (B)(4), were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa19 mitroflow aortic pericardial heart valve at the time of manufacture and release.